Event description:
Per clinical trial (B)(4): on (B)(6) 2017, patient underwent bilateral revision augmentation mastopexy. A full vertical and horizontal t incision was done. 2 pieces of galaform (galaflex 3dr) were used. On (B)(6) 2018, ptosis of bilateral breasts was reported. On 9/5/18, revision bilateral capsullorophies were done using short scar incision and using 2 new pieces of galashape (galaflex 3d). Ae resolved on (B)(6) 2019 with no sequelae. Review by medical affairs identifies this as likely related to the device and serious.

Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, the patient experienced the post-op complication of ptosis. Medical affairs has assessed the patient¿s postoperative course as being serious and likely related to the study device. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note: this MDR report is related to a retrospective study conducted to proactively gather real-world evidence on the use and safety of the p4hb product family, including galaflex scaffold, galaflex 3d, and galaflex 3dr. All safety events from the study are adjudicated by the bd medical monitor for an independent assessment of severity and relatedness. In an abundance of caution, events for which relatedness cannot be ruled out are processed for MDR reporting. Not returned - remains implanted.